Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer, o2 sensor and flow transducer tests during pre-use check. Identification of issue has been done by analyzing problem description. The device¿s logs and defective parts have not been available for further evaluation. There was no patient involvement. Based on technician statement, the nozzle units on both air and o2 gas modules were found defective and have been replaced to resolve the issue. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The defective parts were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/01/2020. Corrected manufacture date: 06/24/2020.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).